Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer's mother stated that the customer was hospitalized due to the low blood glucose. Details of the hospitalization were not provided. The customer was unable to troubleshoot at the time of the call because they were at school. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.